Event description:
It was reported that the patient was brought to the hospital after being shocked at home. Several shocks were delivered during transport to the hospital. The patient was in vt. At the hospital, the patient was rescued with external defibrillation and the heart rate returned to sinus rhythm. The device was found to be in end of life and could not be interrogated. Later that day, the patient expired due to unknown causes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.